Event description:
It was reported that a patient had an implantable neurostimulator (ins) placed last year after a ¿semi-successful trial.¿ the patient did not have any success with pain management. The patient suffered from pain in the lower back and into the legs. Once implanted, the patient was never able to get coverage in the needed areas. X-rays indicated that the lead had moved and a revision was performed. The lead had been placed back exactly where it had been previously and the patient still did not get coverage. The patient also experienced the ¿signal¿ in the ribs. Another revision was performed and there was still no coverage and the patient experienced ¿a lot of signal¿ in the abdomen and ribs. The patient was reprogrammed several times without success. The patient was able to get some coverage at the healthcare provider¿s (hcp) office, but after a few hours to days, the stimulation moved to the patient¿s ribs or abdomen. More x-rays were taken and there was no migration. The patient had a history of 3 laminectomies and a diagnosis of stenosis. Additional information received reported that x-rays were done lying down and standing. The leads were reportedly where they were supposed to be. It was stated that when stimulation moved to the patient¿s ribs/abdomen, it stayed there. The patient was then reprogrammed and was ¿semi-happy¿ with the results, but the stimulation would move back. It was further stated that each time the patient was reprogrammed, a diagnostic test was ran. The patient wanted a ¿more intense¿ check, but was informed that there was not one.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).